Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implants on both sides and experienced bilateral capsular contracture; baker grade iii postoperatively. As a result, the patient will undergo bilateral explantation and replacement with unknown devices on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of implant was december 10, 2010. Hence, field d6 has been updated to (B)(6) 2010 on this form. On (B)(6) 2020, mentor also became aware that patient experienced rupture only on the right side. Left device was intact. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. The implant was received in three parts. Please note that due to insufficient paperwork, the analysis from the product evaluation lab was limited to non-destructive testing, and couldn´t identify a conclusion due to the specific nature of this rupture. Our observations may differ from your original findings. If you would like us to conduct a more exhaustive analysis, please complete the attached form and send it back by replying to this message. Once the form is received, the device will be thoroughly analyzed via microscopic examination and a new letter will be provided. If the form was recently provided, please disregard this additional request. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 30, 2020, mentor became aware that the surgery was on (B)(6) 2020, and that rupture was discovered at time of surgery. Hence, field d7 for explantation date has been updated to (B)(6) 2020, and device code "material rupture" has been added to field h6 on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).